Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, left inguinal pain with palpable mass, adhesions, recurrent hernia, extensive scarring and retraction of mesh. Post-operative patient treatment included diagnostic laparoscopy with lysis of adhesions, debridement of prolene mesh, placement of on-q pain pump and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open repair of recurrent direct left inguinal hernia. He had revision surgery 1 year post-surgery. The patient also underwent diagnostic laparoscopy with lysis of adhesions, debridement of prolene mesh and placement of on-q pain pump. The patient experienced abdominal pain, adhesions, and recurrent hernia.

Manufacturer narrative:
Additional information: migrate code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, b7, d8, e1(facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes, device codes), additional code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced bowel perforation, depression, digestive issue, sleep problems, loss of enjoyment of life, abdominal pain, left inguinal pain with palpable mass, dense adhesions, recurrent hernia, extensive scarring, mesh migration, nerve damage, spermatic cord involved, adrenal adenoma, and retraction of mesh. Post-operative patient treatment included diagnostic laparoscopy with lysis of adhesions, debridement of prolene mesh, placement of on-q pain pump, revision surgery, left groin exploration, mesh removal, CT-scan, x-ray, medication, and additional implant for recurrence. Relevant tests/laboratory data: (B)(6) 2014: urine drug screen positive for benzodiazepines and cannabinoids. Glucose elevated at 159. (B)(6) 2016: CT of abdomen and pelvis: normal. (B)(6) 2016: abdominal series unremarkable. (B)(6) 2016: abdominal CT noted 2cm benign left adrenal adenoma. (B)(6) 2016: chest x-ray normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced bowel perforation, depression, digestive issue, sleep problems, loss of enjoyment of life, abdominal pain, left inguinal pain with palpable mass, dense adhesions, recurrent hernia, extensive scarring, mesh migration, nerve damage, spermatic cord involved, retraction of mesh, left testicular infarction. Post-operative patient treatment included diagnostic laparoscopy with lysis of adhesions, debridement of prolene mesh, placement of on-q pain pump, revision surgery, left groin exploration, mesh removal, medication, additional implant for recurrence, left orchiectomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, left inguinal pain with palpable mass, dense adhesions, recurrent hernia, extensive scarring, mesh migration, nerve damage, spermatic cord involved and retraction of mesh. Post-operative patient treatment included diagnostic laparoscopy with lysis of adhesions, debridement of prolene mesh, placement of on-q pain pump, revision surgery, left groin exploration, mesh removal and additional implant for recurrence.